Manufacturer narrative:
The device was received for evaluation. During functional testing, downstream alarm was not reproduced. A review of event history log revealed downstream occlusions. When pump was evaluated using slide clamp to open the door and install IV set, run the pump and measure the downstream and found that pump is working and passed test. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had downstream alarm during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.